Event description:
It was reported by the dealer that the unit will not start. Independent repair center statement, the unit will not start. The key failure is the power cord has no power, other issues are the relief strain is broken, the valve operator is not cycling, the 4 way valve has no switch, and the preventive maintenance kit is dirty. No patient injury alleged, no additional information provided.